Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.cool flow pump, model #: m-5491-02, serial #: (B)(4). 3.stockert 70 system, model #: m-5463-01, serial #: (B)(4) 4.pentaray catheter, 5. Ultrasound catheter. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac arrest which required chest compressions, a balloon pump, and pacing wires. The patient's medical history is unknown. During the procedure, the patient coded after the catheter was removed. The cardiac arrest was confirmed by the absence of ECG signals. The medical interventions performed were chest compressions, a balloon pump, and pacing wires. There is no information about the hospitalization. It was stated that the patient may have had an allergic reaction to heparin. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.